Event description:
The clinic reported that a laser vision correction patient presented with striae in the left eye approximately 6 weeks following an uneventful lasik procedure. The flap was lifted and stretched. The patient returned about a week later and the flap was again lifted and stretched. The striae resolved. The patients visual acuity was 20/20 in each eye.

Manufacturer narrative:
The clinic is reporting this adverse event only and does not request or require field service or clinical support. All pertinent information available to amo has been submitted.